Manufacturer narrative:
(B)(4). This complaint is taken from a review of published literature. As such, there is no information available to identify which components were reportedly associated with the identified failures. There is no information available as to whether the devices in question were returned to the manufacturers for evaluation or not. If they were returned, the issue will be covered under the specific complaint for that device. Therefore, no evaluation, analysis or manufacturing review is possible. No further investigation is warranted at this time.

Event description:
During a literature review reports of instrument failures were identified. A dyonics motorized blade was reported to have broken during surgery. It was reported that the broken instrument was successfully removed from the patient. There is no additional information as to the nature of the reported break, if there was any patient injury or surgical delay associated with the reported break. The devices are not known to have been returned to the manufacturer for evaluation. No patient follow-up was reported.

Manufacturer narrative:
Operator of device is a health care professional. Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. There was no relevant supporting clinical/medical documentation provided. No harm to patient is being reported. No further action or clinical assessment is warranted at this time. (B)(4).